Event description:
It was reported that, during perioperative tunneling, the obturator that was supposed to hold the lead inside the extension passer, broke. The lead got stuck in the middle of the pt's neck. It was necessary to make an additional small incision in the pt's neck in order to move the lead into the correct location. The pt experienced no further issues, and there was no injury to the pt. The pt was "fine," and received good therapeutic effect from the stimulation.

Manufacturer narrative:
(B)(4).